Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit was able to obtain spo2 and pulse rate readings and provided both audible and visual alarms. When testing the customer device and sensor, probe-off readings were observed only when the sensor detector was exposed to ambient light by opening the sensor and holding it upward without a finger inside the sensor. When the sensor halves are closed and shielded from ambient light no probe-off readings were observed. Per the rad-57 operator's manual: "to prevent interference from ambient or strobing light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required." The customer complaint of inaccurate spco values was not confirmed. Their device was not configured to obtain (B)(4) measurements. Therefore, they should not have been monitoring spco with the device. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was by the customer the unit is giving incorrect co with reading between 0 to 20% percent on different staff members. Additional information received stated that spco was reading between 14 to 20% percent and they also experience some spo2 inaccurate readings as well as probe off readings. No other information could be obtained on the spco issue. There was no known patient impact or consequences.